Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have fallen on insulin pump which caused the battery cap to break. Customer reported that insulin pump could not stay on. Customer's blood glucose was 467 mg/dl. Customer was advised that battery cap would be replaced.